Manufacturer narrative:
(B)(4). Note: we have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. (B)(4).

Event description:
The customer reported that a stabilization bar sheared off the head of the exact therapy top. The philips call center confirmed that there was no harm to a patient, operator or bystander. A philips field service engineer (fse) reported that the operator had lowered the exact therapy top, that was mounted to the patient support, down onto a gurney and that the screws that secured the hook to the exact therapy top pulled out which resulted in the exact therapy top not being secured to the patient support.